Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the front panel of the subject device was flashing and the light guide connector insertion port was loose. The issue was found during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, during the device evaluation it identified that the scope detection was detached. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction front panel flashing, loose light guide connector insertion port was high brightness motor malfunction, turret motor malfunction and scope detection was detached and the most probable root cause of the malfunction scope detection was detached was due to loose light guide connector insertion port. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.